Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The 25mm in length and 2.25mm in diameter target lesion being treated was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. The lesion was predilated with a 2.00x12mm nc quantum apex balloon catheter. A 2.25x28mm taxus liberte atom stent delivery system (sds) was then advanced to the lcx and deployed. The physician experienced difficulty when attempting to remove the stent delivery balloon from the deployed stent. The physician believes that a portion of the stent was not fully apposed due to some calcification in the vessel and this caused the sds balloon to stick to that portion of the stent. The device was removed after the mach 1 guide catheter was deep seated and the physician pulled hard on the device. The lesion was postdilated with a 2.25x12mm nc quantum apex balloon catheter. Angiography of the lcx and left main coronary artery was performed and showed good results in the stented vessel. The mach 1 guide catheter was then removed and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).